Event description:
Customer reported that he had unexplained high blood glucose of 333 mg/dl because his insulin pump was not delivering the insulin. Customer stated that the insulin pump was showing that the insulin was delivering, but it did not deliver any insulin. Customer stated that his insulin pump has cracks. Nothing further was reported

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked reservoir tube lip and case near display window corners.